Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead revealed high thresholds and a loss of capture. Subsequently the patient was hospitalized and the ra lead was found to have been dislodged. The physician elected to remove and replace the ra lead. The ra lead was deactivated and will not be returned to boston scientific. No additional adverse patient effects were reported. Approximately, one week later, a revision procedure was performed the right atrial (ra) lead was repositioned. The ra lead remains deactivated and will not be returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The ra lead was deactivated and will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.